Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. The nail was returned for evaluation. As returned, threads were checked with the functional gauge and found conforming. The locking bolt was not returned for evaluation. The instruments used to insert the locking bolt are unavailable. It is unknown whether the locking bolt insertion into the nail correlated with the surgical technique. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the surgeon was not able to completely insert the locking bolt into the itst asian nail. Surgery was completed by using an 11 mm nail.